Event description:
Subsequent to the supplemental medwatch report, additional information received indicated it was confirmed that after the suture placement was performed with a 10f sheath, the introducer was upsized to 16f for the interventional procedure. After the interventional procedure, a 14f introducer was used to insert a balloon. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indications for use, sheath size used was greater (14f) than the indicated size of 10f. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was successful in a left common femoral artery using the preclose technique with a prostar xl device prior to an endoprosthesis implantation procedure using a 14f sheath. The sheath was upsized to a 16f for the interventional procedure. Reportedly, after the interventional procedure, a 14f introductor was used to insert a dilatation balloon to post-dilate the stent which was implanted into the aortic branch. Hemostasis was not achieved with the sutures, resulting in surgical intervention to close the vessel. It was also reported that it was difficult to close the vessel surgically, likely due to the tissue; therefore a surgical patch was necessary. There was no reported adverse patient sequela. It was reported that there was a significant delay in the procedure. It was reported that the physician is in-training in the use of the prostar xl device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have aided the investigation. The reported attempted closure of the common femoral artery using the preclose technique with an introducer sheath of 14f is not consistent with indications for use as stated in the prostar instructions for use (IFU). The IFU states under suture management: when utilizing the pre-close technique (placement of the prostar xl device sutures prior to dilating the access site beyond 10f). When utilizing the pre-close technique, the prostar xl device is exchanged for an appropriately sized introducer sheath or an additional prostar xl device if additional sutures are to be placed around the same access site. The reported failure to achieve hemostasis with this device and difficulty closing the vessel surgically resulted in the use of a surgical patch to achieve closure. It was reported that the user was in-training in the use of the prostar xl 10f device during the procedure. It should be noted that the IFU states: prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. Based on the reported information the prostar xl 10f device was used other than intended during initial suture placement with a 14f introducer sheath. The user familiarity with the device may have been a contributing factor in this case. In review of all incidents, there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specification each device is inspected during manufacturing and a quality control audit inspection is performed to verify product quality. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a lot specific product quality deficiency.